Event description:
At beginning of procedure when opening package containing stapler to be used during procedure, white specks were found inside packaging with hard water spots inside the stapler part of the instrument. Product was not used. Additional product from same manufacturer was found with same issue and returned to manufacturer.